Event description:
It was reported that patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited noise. No intervention was performed. The patient will continue to be closely monitored.